Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia. Despite delivering multiple boluses, the patient's blood glucose levels reached almost 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea and the presence of low ketones. The patient had replaced pod prior to seeking medical attention. At the advice of nurse, patient visited urgent care and was treated with intravenous fluids; patient was also prescribed zofran (4mg tablets), to be taken every 8 hours for nausea as needed the patient was released after spending 6 hours in urgent care facility. This pod was discarded.